Event description:
It was reported that during a da vinci-assisted surgical procedure, robotic coordinator (roco) contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported site encountered arcing from the bipolar instrument tip to the monopolar instrument tip. The staff had replaced the bipolar instrument, but there was no change. It was explained that there was a 1 cm and 7 cm distance between the instrument tips. The issue was not present at the time of the call, and it was requested that the equipment be followed up and verified. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury. Intuitive followed up and obtained additional information. The arcing was observed between the maryland bipolar and the monopolar scissors. The arcing occurred at the tips between the maryland and monopolar scissors. The customer was cauterizing and dissection. Bipolar energy was being used. Instrument was connected properly. Cut 3 and coag 3 settings were used on the generator. Instrument tip did not touch staples, clips or sutures. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating. There was no patient injury and patient did not experience post-op complications. Instrument and accessory are available for return. No images or videos are available. There was no arcing, and no sparks observed on the generator. Please refer to section a for additional information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was tested using the system. The unit energized and cauterized, and all ports recognized instrument. The iesu will be returned to the original equipment manufacturer. Root cause is attributed to the defective generator. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.